Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards an unknown patient. The patient was taking an unspecified medication for treatment of an unspecified indication. On (B)(6) 2010, the humapen memoir injection device was reported to have a display that was out of function from the beginning. No units were displayed. The pen was returned to the manufacturer on 12-feb-2010 and missing segments were confirmed in the ones placement of the dose numbers. This humapen memoir is associated with product complaint (B)(4)/lot 0907c03. The operator and the operator's training status were not provided. Device model and suspect device duration of use were not provided.